Event description:
Patient contacted dexcom technical support on (B)(6) 2012 to report that on (B)(6) 2012, he had suffered a hypoglycemic episode. Patient contacted his wife because he wasn't feeling well. Patient's bg was between 30 and 50 mg/dl. Patient's wife came home and contacted paramedics. Patient was then transported to the hospital. At the time of his call to dexcom technical support, patient was feeling better.